Manufacturer narrative:
Investigation summary: investigation into this event determined that the calibrator responses and calibration parameters are atypical compared to expected results. It was determined that the customer used an adjustable pipette to prepare calibrators and controls. The instructions for use for ocs calibrators and performance verifiers indicates that a class a volumetric pipette or an automated pipette of equivalent accuracy is recommended. The customer was instructed to reconstitute calibrators and performance verifiers per ocd recommended protocol. Following reconstitution and recalibration, the ocd controls were within range. The root cause of the event is user error. The customer is not following ocd recommended protocol for preparation of calibrators and control fluids.

Event description:
A customer observed positively biased k+ results for a performance verifier tested on the vitros 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.